Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Visual inspection was performed. A white stain on the side of the device, the stain was noted to be on the inside of the clear housing and on the outside of the barrel. However the stain did not obstruct the graduation marks in the barrel. The adhesive stain was noted to be on the outside of the barrel and the inside of the clear housing. It is consistent with the application of excess adhesive. There is no adverse effect on the functionality on the encore device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue as the product met specification but the user was reportedly dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that foreign matter was noted on the device. An advantage balloon catheter inflation device was selected for a percutaneous coronary intervention. During unpacking, a white spot was noted on the grip part and the consistency was sticky. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that foreign matter was noted on the device. An advantage balloon catheter inflation device was selected for a percutaneous coronary intervention. During unpacking, a white spot was noted on the grip part and the consistency was sticky. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.